Event description:
It was reported that the patient underwent a peritrochanteric nail procedure for a left hip fracture on (B)(6) 2013. Subsequently, a revision procedure took place on an unknown date because the locking screw moved when the locking mechanism failed. The peritrochanteric nail was removed.

Manufacturer narrative:
Initial reporter phone: (B)(6). The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Expiration date - unknown. Date explanted - unknown. Initial reporter - name unknown. Manufacture date - unknown.